Manufacturer narrative:
The referenced hospital admission following multiple episodes of brief cessation of lvad flow, concerning for a mechanical driveline complication was reported on medwatch MFR report #2916596-2018-03823. Approximate age of device - 3 years, 8 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had been experiencing elevated lactate dehydrogenase (ldh) over the last few weeks. On (B)(6) 2018, the patient was admitted to the hospital following multiple episodes of brief cessation of lvad flow, concerning fora mechanical driveline complication. Upon admission, the patient's ldh was in the 1200 u/l range. The patient did not show any other signs or symptoms of pump thrombosis and was treated with supportive heparin and dobutamine infusions. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported elevated lactate dehydrogenase could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.